Event description:
Customer reported that the pump over infused.

Manufacturer narrative:
Unit has been evaluated by repair technician and determined that the pump has sustained an impact as well as internal damage. This impact damaged the pump body assembly. Impacts have ben known to cause internal damage. It was observed that the pressure plate screws had backed out. This damage may have caused the pump to over infuse. A sigma representative has visited the facility to determine the exact cause for the failures and set forth a plan of action on the elimination of these failures. Sigma has created a preventative maintenance procedure to eliminate the issues and we have advised the customer as stated in the pumps operator's manual: "dropped/damaged pumps and pumps with unusual displays must be checked by service personnel before being placed back in use. Otherwise serious pt injury may result." The pump should have been removed from service and evaluated for the damage from the impact before further use. There should also be annual preventative maintenance performed to evaluate the pumps performance.